Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Date of explant is estimated.

Event description:
Related manufacturer report number: 1627487-2019-07161. It was reported that the leads were protruding due to the patient losing a significant amount of weight. As a result, surgical intervention was undertaken and the system was explanted approximately 4-5 years ago.